Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause of the observed damage was an expected or random component failure not related to design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the adhesive was missing on the objective lens of the videoscope. There was no patient involvement.